Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to replace the piezo alarm. The piezo alarm is the source of the brake not set alarm . Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support provided the account the part number of the external alarm that needs to be replaced to resolve the issue. The account repaired the bed themselves and the bed is functioning as designed post repair. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the customer stating the bed had no sound from the piezo alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).